Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had to hold the button down to get them to respond. Customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated block mode was inactive. Customer states an alarm was in progress at the time the button was unresponsive. Customer states all buttons are responding. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to clear alarm. Customer was able to complete rewind. Insulin pump passed self test. The insulin pump will not be returned for analysis.